Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(4) ¿ customer¿s performa nano meter - system 1, serial number ¿ (B)(4). (B)(4) ¿ customer¿s sister¿s performa nano meter - system 2, serial number ¿ unknown.

Event description:
Customer reportedly received the following results on a performa nano meter, compared to a another performa nano meter, within 10 minutes: 92 mg/dl on customer¿s performa nano meter (system 1) and 220 mg/dl on her sister¿s performa nano meter (system 2). Different vials of test strips were used. No adverse event reported. Return of the suspect device was requested for evaluation.